Event description:
The customer reported that the system will not save images. He determined the software was corrupt. No injuries were reported.

Manufacturer narrative:
The ge service rep reloaded the system software. He erased the ffb, srv, and gen flash, then rebuilt all nodes. The rep restored all cal files, as specified in the service manual. The rep checked overall operation and verified the system performs as intended.